Event description:
The following event was reported to implantcast gmbh on (B)(6) 2024: "safety screw and agilon xo screw have backed out, patient revised" additionally, implantcast gmbh was informed that the surgeon removed the metaphyseal component, screw, and base/insert and replaced it. A torque wrench was available during the surgery. However, it is not confirmed whether the torque wrench was used during the implantation.

Manufacturer narrative:
An agilon® xo screw and a safety screw were found to be loosened approx. 12 months after the implantation. Additionally, the provided x-ray images show the loosened metaphyseal component, a deformed cancellous screw and a fractured cancellous screw. The affected products were not sent to implantcast gmbh for investigations. The provided x-rays show that the combined products became loose and were not in their original position anymore. One of the cancellous screws is bent while the other one is fractured at the tip. The manufacturing documents and the instructions for use were checked and both revealed no errors in terms of content. However, the surgical technique clearly states that a torque wrench must be used to tighten the safety screw, which has the task to secure the agilon® xo screw from loosening. It is not confirmed, if the torque wrench was used during the implantation of the products, however it was available during the surgery. It is suspected that the screws were insufficiently tightened. In addition, the x-rays show that the metaphyseal component has loosened aseptically over time. With continued firm distal anchoring, this leads to the prosthesis being able to swing. Both aspects lead to an instability of the overall system resulting in a loosening of the screws and in the worst case to a fatigue fracture of the screw. However due to lack of information, this can neither be confirmed nor denied. The deformation and fracture of the cancellous screws could have been the result of a wrong positioning of the screw in combination with high stresses within the implanted system. The present events were assigned to the error patterns "technical failure / loosening of modularconnections / loosening of fixation of the attachment tube", "aseptic loosening" and "implant failure" in the associated risk management.